Event description:
Pt was injected in the nasolabial folds with radiesse dermal filler. One day post injection, she developed pain and edema, which developed into an infection in the right nasolabial fold with sloughing of the skin on her nose. The pt's skin was prepped with alcohol and betadine prior to the injection.

Manufacturer narrative:
Pt was treated with keflex and vancomycin orally, and the infection did not resolve. She was then treated with daptomycin IV. The pt's infection has resolved, but she may require plastic surgery on her nose. The device history record was reviewed. The product met all specifications at the time of release.